Event description:
Assumed care for pt. It was noted that pt temperature had gradually decreased during the case after reviewing the record. Bair hugger setting was on high however the air coming from the bair hugger machine was cold. The machine was changed (old one removed from service) and new machine appears to function properly.